Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". Later healthcare professional reported "capsular contracture baker grade I". This is for the right side. Device was replaced with non-allergan devices.

Event description:
Patient reported "rupture". Later healthcare professional reported "capsular contracture baker grade I". This is for the right side. Device was replaced with non-allergan devices.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as surgical damage. Capsular contracture: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: a.2., d.9., h.2., h.3., h.6.